Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment on 13 march 2017. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system would enter stand alone mode following 2d image acquisitions. 3d spins were performed without fault. The images would transfer as well without fault. The site was able to resolve the issue by restarting the imaging system and viewing station of the imaging system separately. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.